Event description:
It was reported that during a low anterior resection procedure, the device only had half of the staples in it. Physician changed to another device and finished the procedure without consequence and 1 device is being returned. O.r. Time extended 2.5 hrs.